Manufacturer narrative:
Customer returned pump for alleged pump error 43 found on (B)(6) 2023 pump failed to occlude and could not conduct the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump passed self-test. Test p-cap locked into the reservoir tube successfully no unexpected alarms or alerts noted during testing. Pump successfully downloaded to thump. Pump error 43 on 01/11/2023 at 06:28:00 during bolus in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and found moisture damage at the home switch. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, corroded home switch, dried insulin - motor slide and label damage (faded). In summary, customers alleged pump error 43 alarm during bolus was confirmed in history due to moisture damage on motor home switch. Unable to preform necessary tests due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a pump error 43 - an error in the motor was detected by reading an unexpected value from hall sensor on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was not able to rewind the insulin pump. The customer will discontinue using the device and the insulin pump will be returned for analysis.